Event description:
Pt reports that last night (B)(6) 2026 solis pump serial number (B)(6) alarmed and they think it was for an occlusion, but they are not 100% sure. Pt reports they tried multiple times to restart the pump, checked for blockage but that didn't work. Pt reports they switched to their backup pump and has been infusing for a while now. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current epoprostenol sdv g-veletri dose: 35ng/kg/min. Did the reported product fault occur while in use with a pt? - yes. Did the product issue cause or contribute to pt or clinical injury? - no. Is the actual product available for investigation? - yes, upon return did pharmacy replace product? - yes. Did the pt have a backup product they were able to switch to? - yes. Was the pt able to successfully continue their therapy? - yes. Is the therapy life-sustaining? - yes. What is the outcome of the event? - resolved. Diagnosis for use: pah.